Manufacturer narrative:
11/18/1998- supplemental report sent to FDA. The device did not advance staples properly when tested with a loading unit from our inventory. However, as the clinically applied loading unit was not returned for evaluation, we could not reliably determine the exact cause of the difficulty observed.

Event description:
The device was used dudring a laparoscopic assisted vaginal hysterectomy procedure. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.